Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav® 2.0 valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate a possible under-/over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The test has shown that the progav® 2.0 was not within acceptable tolerances (over-drainage), but the shuntassistant® 2.0 operates within the accepted tolerance. Results: first we performed a visual inspection of the progav® 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable and their opening pressures were operating within specifications. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav® 2.0 valve. The valve was not adjustable to all settings. The brake functionality was fully operational, however the braking force cannot be measured due to the non-adjustability of the valve. Finally, we have dismantled the valves. Inside both valves we have found significant build-up of substances (likely protein). Based on our investigation, we confirm that the progav® 2.0 was non-adjustable at the time of our investigation. In addition we could detect an over-drainage at the progav® 2.0. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The progav® 2.0 shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 shunt system. After 4 month and 28 days the reporter presumed a non-adjustability. Patient information: age: (B)(6) years. Weight: (B)(6) kg. Hight: 61 cm. Gender: unknown.